Event description:
The technician squeezed rptr in the machine too tight and rptr also received a shock. Rptr complains of scalp burns and blistering of their feet. Rptr says it was a radiation overexposure and the dr they saw would not treat them. Rptr still has scalp problems and has pain in the middle of their chest plus blood from their sinuses. Rptr has a history of sensitivity to mammography.